Event description:
It was reported to philips that the allura system was unable to startup. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to power on. Rse called and checked with customer. Onsite service was required since the prs was not valid. Onsite diagnostic service was offered to the customer. However, customer did not accept the quotation. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.